Event description:
It was reported to baxter (B)(4) that the reservoir of a singleday infusor ruptured, during fililng the device with 5-fluorouracil. There is not patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device is not available for evaluation by baxter, per the customer; therefore, the reported condition of "reservoir ruptured" cannot be confirmed. Should the sample and/or additional information become available, a follow-up report will be submitted. (B)(4).